Event description:
It was reported that during a procedure, the device jammed in use on the cystic vessel. Another device had to be deployed to allow clips to be deployed above and below the device to permit its removal. The device failed whilst used on the patient. Due to prompt intervention, no harm was caused to the patient. The clippers were not used in difficult or unusual circumstances.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.